Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. It was reported that a malfunction alarm occurred. A replacement pump was sent to resolve the issue. Customer's blood glucose level was 203 mg/dl.